Event description:
It was reported that customer received a spanish anomaly alarm, battery out limit alarm, and pump shut off during normal use. It was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms noted. The pump was received with multiple alarms in the alarm history screen. The alarms were due to corrupted history files. The pump also had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.